Manufacturer narrative:
(B)(4). Batch # u5a265. Concomitant product: reload - ecr60g (lot no. R40e3v, t40k4z). Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60g reloads presents. The reload (b) was received partially fired 1/16 with the pan partially dislodged form right side. The reload (c) was received unfired. The returned device and cartridge reload (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic lobectomy, could not fire when severing lung tissue on the first firing. Changed another ecr60g reload and still could not fire, noted that the jaw could not open, followed the IFU to open the jaw. Changed the new device to complete surgery. There was no patient consequence reported. No additional information can be provided.